Event description:
A voluntary report was received on 04/09/2025 indicating an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The date of the event is approximate. According to the maude report dated 03/20/2025, the patient experienced multiple instances of nocturnal hypoglycemic shock accompanied by seizure-like activity. The reporter mentioned that the readings were 100 to 200 units off for both high and low values. This discrepancy is particularly concerning at night when very low blood sugars (less than 40 mg/dl) are measured using a handheld glucometer, while the dexcom g7 readings showed high values. The reporter described several incidents where the patient's blood sugar dropped so low at night that he exhibited seizure-like shaking, yet the sensor indicated his blood sugar was greater than 100 mg/dl, and he did not wake up with the sensor alert. This is one of two reports of hypoglycemic shock accompanied by seizure-like activity. There was no documentation of further medical evaluation or intervention. Follow-up with the reporter was not possible as the report was made anonymously, and no contact information was provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 100 to 200 units off for both high and low values. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) voluntary MDR/medwatch report number mw5168279. Diabetes mellitus is a known cause of hypoglycemia and seizure. This is 1 of 2 reports of hypoglycemic shock accompanied by seizure-like activity that occurred.